Manufacturer narrative:
The customer performed routine maintenance which resolved the issue. Ion-selective electrode (ise) mod 10838 has been initiated.

Manufacturer narrative:
The customer performed routine maintenance which resolved the issue. Ion-selective electrode (ise) mod 10838 has been initiated. (B)(6).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and higher results were obtained. Amended reports were initiated. Patient's treatment was not initiated or withheld by this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and higher results were obtained. Amended reports were initiated. Patient's treatment was not initiated or withheld by this event.